Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# v011529, implanted: (B)(6) 2006. Product type: lead: product ID 377745, lot# v011529, implanted: (B)(6) 2006. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-33, lot# j0444190v, implanted: (B)(6) 2005. Product type: lead: product ID 3487a-33, lot# j0504247v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
It was reported that the patient's leads were revised "some time ago" but she never got the coverage she wanted. The reporter did not have information pertaining to the reason for the revision. The patient inquired about another lead revision and an attempt was going to be made to try reprogramming the patient to gain better coverage. If additional information becomes available, a follow-up report will be sent.